Manufacturer narrative:
Based on the clinical details available the probable root cause for the reported complaint is likely unintended use error. If additional information becomes available, the investigation will be re-evaluated.

Event description:
Btm was successfully implanted onto the patient¿s thigh. During the first dressing change a nurse unaware of the implanted btm accidentally removed the btm from the patients believing it was an outer dressing. The surgeon reapplied the btm to the patient, which fully integrated and a subsequent spilt thickness graft was successfully applied over the btm with no adverse effects and a positive patient outcome.